Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. The customer declined to provide blood glucose or receive assistance from tandem technical support with correcting the pump's time.